Event description:
It was reported that while flushing the guidewire port during preparation of the 3.0x200mm armada 14 balloon dilatation catheter (bdc) a leak was observed at the hub. The bdc was not used in a procedure and there was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.